Manufacturer narrative:
Journal article: thrombectomy for acute large vessel occlusion in posterior and anterior circulation: a single institutional retrospective observational study authors: tomoyoshi kuribara, satoshi iihoshi, eisuke tsukagoshi, akio teranishi, yu kinoshita, shin sugasawa, shinya kohyama, shinichi takahashi, hiroki kurita journal: neuroradiology year: 2022 reference: doi.org/10.1007/s00234-021-02799-4. Patient death was also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the death was provided. Age: average age, gender: majority gender, event date: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted titled: thrombectomy for acute large vessel occlusion in posterior and anterior circulation: a single institutional retrospective observational study. This retrospective study compared the efficiency of thrombectomy for acute large vessel occlusions between the posterior and anterior circulation at a single institution. The study included 353 patients, 314 patients had anterior circulation occlusion and 39 patients had posterior circulation occlusion. Stent placement was performed for both intracranial and extracranial steno-occlusive lesions in some patients. The integrity bare metal stent (bms) was implanted in the first segment of middle cerebral artery (m1), basilar artery (ba) and extracranial vertebral artery (va). Ischemic complications, hemorrhagic complications, puncture related complication and mortality were reported from this study from both the anterior circulation occlusion and posterior circulation occlusion patients.